Event description:
It was reported that the patient's battery charger was not working. The patient was sent with hospital issued charger and mpu because their equipment was picked up by their daughter and had not been taken to their home when they were discontinued from rehab services last week. The patient reported no ventricle assist devices (vad) alarms. The patient states they "tried all the captain obvious things" including plugging into another outlet and checking the plug on the back of the charger. They were instructed to bring in both battery chargers and both mpus to his next clinic appt for evaluation. In the meantime, they continued to use the hospital-issued charger. The patient verbalized understanding. The patient returned a defective battery charger and has been instructed to continue to use hospital-issued loaner battery charger until the returned charger one is fixed or replaced.

Manufacturer narrative:
Incidental findings: fluid ingress and pcb damage. Main investigation conclusion: the reported event of the universal battery charger (ubc) not working was able to be confirmed. The ubc (serial number: (B)(4)) was returned for analysis to the service depot. The ubc was functionally tested and did not pass. The ubc was opened to inspect the printed circuit boards (pcb) and the wires. Fluid residue was found on the main power supply pcb, display pcb, logic pcb, display cable, and on slot pocket cables #1 ¿ 4. The customer requested the ubc be scrapped. The ubc was forwarded to product performance engineering (ppe) for evaluation. Upon further testing with ppe, the ubc was found to have fluid residue on the inside of the housing on the top vent, on the three of the slots, three of the pocket cable slots, and on the main power supply pcb. The fluid residue caused corrosion on one of the transformers, resulting in suspect damage to the main integrated circuit (ic) chip on the logic pcb and the main fuse on the lcd display pcb to open. The fuse was shorted and the lcd was found to operate as intended. The root cause of the reported event was conclusively determined to be caused by fluid ingress. The fluid ingress caused damage to the main power supply pcb, resulting in a voltage surge through the logic board pcb causing suspected damage to the main control ic and shorting the main fuse on the charger display board pcb. Heartmate universal battery charger (ubc) instructions for use (IFU), rev. B, under "warnings" states "keep the universal battery charger (ubc) away from water or moisture. If the ubc has contact with water/moisture, rain/snow, shower spray, or wet surfaces, you may get a serious electric shock or your charger may fail to operate properly." Heartmate ubc instructions for use (IFU), rev. B, provides an overview of how to use and care for the ubc. Section 5 ¿monitoring performance¿ covers all faults, including charger pocket faults, and the actions to take when a fault occurs. Heartmate iii patient handbook, rev. C, under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU), rev. C, under section 7 ¿alarms and troubleshooting¿ also cover all ubc faults and advisory messages. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the ubc (serial number: (B)(4)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on 30dec2020. No further information was provided. The manufacturer is closing the file on this event.